Event description:
2/8/93 at 9:10 am, patient in o.r. Balloon on the foley would not go down after it was filled with water. Balloon inflated at base of foley, not tip. New foley obtained and functioned appropriately. No known patient injurydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: invalid data, invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.